Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switch on the down arrow, and act button. No button error alarm noted.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was unknown. The customer stated that they were unable to clear the alarm. The product was returned for analysis.